Manufacturer narrative:
Additional information was requested and the following was obtained: what was the date of the procedure? (B)(6) 2017. What was the name of the procedure? Tlh. What tissue was the stratafix spiral suture used on? Closing the cuff. What was the condition of the tissue (normal, diseased, weakened)? Normal but she was a smoker. How was the suture placed (starting at end or middle of incision)? End per IFU. What was the date of the routine post op exam( days post op)? (B)(6). What is the surgeon opinion as to relationship of the suture contributed to the symptoms? She usually uses vlok and things the lack of barbs created this. What was the date of the second procedure? (B)(6). Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break, if so, where (termination, middle, end)? No it was intact. How much of the incision was open (in cm)? @cm. What are the patient age, weight, past medical and surgical history? Smoker and had constipation so had been bearing down. Was the stratafix suture left in place or explanted during second procedure? Left in place. Do you have any samples of the suture? No. What is the current condition of the patient? Fine, she took her into operating room same day and sewed it up, she said no infection.

Manufacturer narrative:
Corrected information: event date - (B)(6) 2017.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What was the name of the procedure? What tissue was the stratafix spiral suture used on? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (starting at end or middle of incision)? What was the date of the routine post op exam (days post op)? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What was the date of the second procedure? Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break, if so, where (termination, middle, end)? How much of the incision was open (in cm)? What are the patient age, weight, past medical and surgical history? Was the stratafix suture left in place or explanted during second procedure? Do you have any samples of the suture? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy on (B)(6) 2017 and the barbed suture was used. During routine post-op exam, dehiscence of vaginal cuff was noted with no evidence of infection. The cuff was opened in 2 cm. The patient also experienced constipation post-op two weeks ago. The cuff was repaired. The doctor opined that the laparoscopic hysterectomy was really tough. Additional information has been requested.